Manufacturer narrative:
Investigation conclusion: the device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that an out of range atrial intrinsic amplitude measurement was recorded and resulted in a message in the remote home monitoring system for this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed lead trends, which, showed all other measurements were stable for the right atrial (ra) lead, however, farfield oversensing was observed on the atrial channel and resulted in inappropriate atrial tachy response (atr) episodes. Additional information was received that an additional alert was received due to out of range atrial intrinsic amplitude measurements. Atrial undersensing was observed as a result and resulted in inhibition of biv pacing due to right ventricular (rv) signals being labeled as a premature ventricular contraction (pvc). Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.